Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, two cartridges cracked while implanting the lens. There are two medical device reports for this event. This report is for the first cartridge.